Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a delay on the boom image. There was no reported patient impact / injury.

Event description:
The customer reported a delay on the boom image. The device was not in clinical use at the time the reported issue was discovered.